Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 300mg/dl. No further information available.